Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displayed errors e101(check ventilation grills) and e102(check examination lamp). The issue occurred during preparation for use of an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. However, investigation showed signs of fluid ingression at the tube. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.